Event description:
The technician indicated that the brake is not holding.

Manufacturer narrative:
The technician found the casters were worn. The technician replaced the brake caster and brake/steer caster to repair the bed.